Event description:
The customer called for help with her breeze2 meter. She alleged that she performed a control test and received a result of 189 mg/dl. The normal control range was not provided, but should be around 90-123 mg/dl. No adverse events were alleged. The customer declined to troubleshoot since she was at work. No product will be returned at this time.